Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: by analyzing the photos sent by the customer, it is not possible to observe the incident of incorrect volumetry. The photo sent does not have any markup deviations that would characterize the incident. For confirmation, it is necessary to analyze the samples. The analysis of the batch history was carried out, the quality notifications and maintenance orders of the batches were verified and no record potentially related to the incident was found. As part of the investigation, the batch retention samples were also analyzed, for these samples the visual analysis of the marking and volumetry test was performed and all results were approved. The analysis of the volumetry report of the marking matrix that was being used on the production date of the batch was also carried out and it was approved. We inform that the current controls to detect the incident are carried out through inspection by zero line caliber and scale every 4 hours in 24 pieces and visual inspection of marking every 2 hours in 24 pieces. The production processes are validated according to the defined acceptance criteria. The incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that while using bd syringe plastipak¿ 10ml the fill volume accuracy was in question. The following information was provided by the initial reporter: we received a notification where it was informed that there were differences in the volume of the bd brand syringe when compared to another brand, so we would like to check how the quality control works to determine the correct volume of the marketed syringe, since we noticed significant differences between such brands.